Event description:
The customer's mother stated that the customer was being taken to the hospital due to diabetic ketoacidosis. The reported blood glucose reading was 557 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed motor error. The displacement and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.